Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported in medwatch report # (B)(4): "patient was getting up out of his chair at home when he suddenly felt a pop and crack in his right hip. He presented to the ed on (B)(6) 2019 where x-rays showed a failed femoral component with presumed broken trunnion and displaced femoral head with dislocation. On 28/may/2019 he underwent a right total hip revision".